Event description:
It was reported that a spectrum infusion pump failed an upstream occlusion test. The customer stated that the device only alarmed for "air in line" during the test, and not for an upstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation found that the upper and lower readings on the ultrasonic sensor with a fluid filled set were below specification. With low ultrasonic readings the pump may be more sensitive to air in line and upstream occlusion alarms causing the reported event. As a result, the upstream sensor has been replaced.